Event description:
During a transfemoral tavr procedure, the nf+ delivery system balloon ruptured at full inflation. While attempting to remove the delivery system (ds) through the esheath, the distal tip caught on the esheath's distal tip and the distal end of the ds (balloon and nose tip) separated. The patient has a highly calcified annulus, severe lvot calcification and severe mac. The bav was performed without issue with the edwards balloon catheter. The ds was advanced across the native annulus with some difficulty, as the leaflets and annulus were heavily calcified. The pre-deployment position of the 23mm sapien xt valve was canted (50:50 on the left side, but 70:30 aortic/ventricular on the right side) due to difficulty getting good coaxial alignment of the delivery system in the annulus due to the severe calcification. At the end of deployment the balloon burst; the xt valve was fully deployed but in a too aortic position (70:30 a/v) with mild pvl and no central leak. Initially, there were no difficulties withdrawing the ds into the esheath for removal. Then suddenly resistance was encountered. The delivery system was pulled hard and the esheath may have been torqued. At this point, the ds distal tip and the esheath distal marker separated. The balloon and nose cone broke free and remained on the wire. The esheath's distal radiopaque (ro) marker separated and lodged in the renal artery. The balloon and nose cone were successfully snared and then the snare, delivery system and esheath were removed together as a unit. A right common iliac artery tear was found after removing the devices, which was surgically repaired. The injury was considered a result of the manipulations. The esheath ro marker remains in the patient, as it was not possible to remove it during the surgery. The patient was stable at the end of the procedure. Per the latest report, the patient was doing well and was discharged 5 days after the tavr procedure.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
The complaint device remains under the custody of the hospital's risk management department. To date, despite multiple requests, the device has not been returned to edwards lifesciences for evaluation. If the device is obtained, a follow-up will be submitted with results of the evaluation. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. A device history record (DHR) review performed did not reveal any issues that could have contributed to the reported events. Transcatheter delivery balloon burst complaints have been previously investigated by edwards lifesciences and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, photographs of the devices confirmed the reported balloon burst and ¿nose tip separation¿; however, no manufacturing non-conformities were identified. Per report, the balloon burst was most likely due to patient factors (severe calcification of the aortic annulus, lvot and mitral annulus), which supports a conclusion that the event was likely caused by the mechanism explained in the technical summary mentioned above. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the cause of the reported nose tip separation cannot be confirmed, however, per report, the delivery system (with ruptured balloon) was pulled hard into the esheath for withdrawal and the esheath may have been torqued). This suggests that procedural factors may have caused or contributed to the event. Protruding balloon material from the balloon burst can cause increased difficulty removing the delivery system which can ultimately cause the nosecone component/distal portion of the balloon to tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.